Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phoenix¿ m50 automated microbiology system had issues identifying enterococcus faecalis. Confirmatory testing was performed with results correctly identifying the bacteria. There was no indication that results were reported, and there was no adverse patient impact. The following information was provided by the initial reporter, translated from (B)(6): "it does not give control of enterococcus faecalis and I also have problems with the identification of enterococcus from patients." "Did the failure occur with control or patient samples? Control. What was the expected result? Do not identify enterococcus faecalis . What is the microorganism released by the equipment? Not informed. What confirmation tests were performed to determine that the results were wrong? As the protocols is always do a confirmatory test, no results were used for treatment and no one was injured. Was there an impact on the patient? No."

Manufacturer narrative:
Investigation summary: a qc (quality control) failure was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer reported the m50 was not giving accurate results for their qc sample of enterococcus faecalis. The customer did not share what the incorrect result was that was supplied by the instrument. Following a bd field service engineer (fse) visit to the customer site, a more recent qc strain was received, and with the change in batch the situation was reported to have been resolved. As the ultimate resolution was related to the changing of the strain used to perform the testing, the root cause is the customer workflow related to panel preparation. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous cases related to qc results. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that the bd phoenix¿ m50 automated microbiology system had issues identifying enterococcus faecalis. Confirmatory testing was performed with results correctly identifying the bacteria. There was no indication that results were reported, and there was no adverse patient impact. The following information was provided by the initial reporter, translated from spanish: "it does not give control of enterococcus faecalis and I also have problems with the identification of enterococcus from patients." "Did the failure occur with control or patient samples?: control what was the expected result? Do not identify enterococcus faecalis what is the microorganism released by the equipment? Not informed what confirmation tests were performed to determine that the results were wrong? As the protocols is always do a confirmatory test, no results were used for treatment and no one was injured. Was there an impact on the patient?: no."